Event description:
It was reported to boston scientific corp. That on approximately in early 2008, a contour stent w/wire was placed during a ureteroscopy. On two days later, "during an ablation of the probe, the medical team noticed, on radiography, that the probe (stent) was cut into 2 parts." Since the "probe" (stent) had broken at the meatus the medical team retrieved the broken piece and completed the procedure without consequences for the pt.

Manufacturer narrative:
The complainant indicated that the device has been disposed of therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot number; no anomalies were reported. A lot history search was performed and found no other complains against this lot number. The december 2007 contour w/wire product family complaint trend report was reviewed; no unfavorable trend was noted.